Event description:
It was reported that pen ndl 32ga 4mm 100 bx 1200 ca had no insulin flow and was unable to deliver insulin. The following information was provided by the initial reporter: material no.: 320144 batch no.: 9275005 it was reported by the consumer that there is no insulin flow when priming, and doesn't think she is getting all of her insulin because her numbers have been high.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 100 bx 1200 ca had no insulin flow and was unable to deliver insulin. The following information was provided by the initial reporter: material no.: 320144 batch, no.: 9275005. It was reported by the consumer that there is no insulin flow when priming, and doesn't think she is getting all of her insulin because her numbers have been high.